Event description:
A home pt contacted baxter's technical svc center regarding a reload set 163 message that appeared on the display of the home pt's homechoice machine during the prime cycle of his automated peritoneal dialysis therapy. Per initial report, the home pt was connected during the prime cycle. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.

Manufacturer narrative:
Baxter's product surveillance dept has reviewed proper procedures with the home pt in addition to referring them to their pt at-home guide.